Manufacturer narrative:
Device was received on (B)(4) 2011, but an eval summary is not available at this time. Gross examination indicated leaflet calcification and significant pannus formation on the sewing ring and leaflets. X-ray analysis confirmed the presence of calcification. Full morpho-histological analysis is in progress. Serial number determined on (B)(4) 2011; therefore, the device history record review is still in progress at the time of this report. Eval method: a review of the device history record is in progress. Results: no definitive results at this time, other than calcification is confirmed. Conclusion: no conclusion can be drawn at this time as device eval, including histopathology, is in progress.

Event description:
Sorin group (B)(4), mitroflow div was notified on (B)(4) 2011 of a mitroflow valve (model lxa, size 19 mm, s/n (B)(4)) that was explanted on (B)(6) 2011 for reported bioprosthetic aortic stenosis. The valve was implanted on (B)(6) 2009. As reported, the pt developed an elevated gradient one year post implant. The valve was explanted after approx 2 years due to acute heart failure resulting from aortic stenosis.